Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted and returned for analysis. The explant reason was attributed to normal battery depletion. No allegations have been received regarding the performance of this device. This event was created based on laboratory analysis.